Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2011-19465 is a duplicate report of 1818910-2009-00273. 1818910-2011-19465 will be rejected. 1818910-2009-00273 will be kept for investigation purposes.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, bi-lateral, left asr resurfacing. (B)(4) for right hip. Update - added reason for revision taken from claimsuite dated 5th feb 2013. Reason(s) for revision: alval / soft tissue reaction. Update: added hospital name. Received: february 13th 2013. This claim is a duplicate of (B)(4) and has been recreated to void.

Event description:
Asr revision.bi-lateral.left asr resurfacing.